Event description:
The customer alleged that her blood glucose readings had been high. While troubleshooting, she performed control tests and received 2 results of "hi". The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.